Event description:
It was reported by service report that the power cord sheathing was cut. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: power cord sheathing cut.